Manufacturer narrative:
During the investigation, no damages or defects were observed that would contribute to an infection or irritation at the infusion site. The cause of the reported infection and irritation could not be conclusively determined. The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by mother that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 24 and 36 hours. Symptoms reported include irritation, nausea, a headache and hyperglycemia (patient's blood glucose level reached 400 mg/dl). The patient was taken to a medical clinic and diagnosed with a staph infection; he was prescribed cephalexin (14mg), to be taken twice daily for 10 days.